Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Concomitant products: cook: fenestrated-thoracoabdominal-device, aaa-bifurcated-graft; non-cook: gore limbs, gore short device. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that an endoleak was detected after implantation of a zenith flex with spiral-z technology aaa endovascular graft iliac leg during an aaa repair procedure. On (B)(6) 2017, a patient received three cook devices, including a spiral-z iliac leg graft, a bifurcated main body graft, and a fenestrated thoracoabdominal main body graft. The case was reported to have finished without issues, though a small leak of unknown origin was detected. It was decided to leave the endoleak and monitor through CT imaging. On (B)(6) 2017, the fenestrations were re-cannulated and the bridging stents were flared again. The right limb was extended using a competitor graft. Sometime in (B)(6) 2020, the patient later presented with a type iii endoleak on one of the main body devices. On (B)(6) 2020, the overlap regions were ballooned and a competitor device was used to reline the affected graft. The limbs were also relined with a competitor graft. The final angiography found the endoleak to be resolved.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. It was reported that an endoleak was detected after implantation of a zsle-13-74-zt. On 12jan2017, a patient received three cook devices, including a zsle-13-74-zt, a bifurcated main body graft, and a fenestrated thoracoabdominal main body graft. The case was reported to have finished without issues, though a small leak of unknown origin was detected. It was decided to leave the endoleak and monitor through CT imaging. On (B)(6) 2017, the fenestrations were re-cannulated, and the bridging stents were flared again. The right limb was extended using a competitor¿s graft. Additional information was requested but not received. A review of the complaint history, drawing, instructions for use (IFU), quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned for evaluation and no imaging was provided for review. A document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the affected product is safe and effective for its intended use. A review of the device history record could not be completed due to a lack of lot information. A search of all devices with the reported rpn sold to this customer during this time period was unable to narrow down the lot number. There is no evidence to suggest there is any nonconforming product in house or out in the field. Cook has concluded that this device was manufactured to specification. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: "4 warnings and precautions 4.1 general ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up ¿ zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. 4.4 device selection ¿ strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5 adverse events 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: ¿ endoleak 8 patient counseling information ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. 11 directions for use 11.1 zenith spiral-z aaa iliac leg system 11.1.7 molding balloon insertion 7. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. 9. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. Final angiogram 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. 12 imaging guidelines and postoperative follow-up 12.1 general ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. ¿ physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. 12.2 additional surveillance and treatment additional surveillance and possible treatment is recommended for: ¿ aneurysms with type I endoleak" based on the information provided, no inspection of the product, and the results of the investigation, a potential cause for the endoleak was traced to unintended use error. It is possible, since the endoleak was present at the end of the implant procedure, that the device was undersized at the distal end relative to the iliac artery. No medical imaging was provided, so this cannot be confirmed. Additionally, endoleaks are a known inherent risk of zenith devices. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.